Event description:
It was reported that (1) ecs33 was used during a lower anterior resection procedure. It was reported by the rep that the surgeon was able to release safety to begin firing. This case was a redo and the tissue was scared and very hard. The assistant surgeon and nurse was not able to get the device to fire even with extra force. The device cut the tissue but did not complete the anastomosis. The pt has a permanent colostomy bag.